Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 10 weeks post cardiac resynchronization therapy pacemaker (crt-p) system implant, an infection was noted at the left pectoral pacemaker site. The patient was treated with antibiotics and the crt-p system was explanted and replaced. No further patient complications have been reported as a result of this event.